Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd connect a plus3 blue connector defective. On (B)(6) 2024, the nurse followed the doctor's orders for the patient for infusion, the middle need to use the tee, in the process of using the tee connecting port was found to be broken, can not be used normally, and immediately replace the new tee to use, did not cause harm to the patient.